Event description:
The affiliate stated the customer reported reproducible false troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, for one patient, involving the unicel dxi 800 access immunoassay system. The customer initially obtained a result of 0.76 ug/l. The second patient sample was performed on the customer's alternate siemens centaur instrument with a result of <0.01 ug/l. The customer reanalyzed the first sample on the centaur analyzer and obtained a result of <0.04 ug/l. The customer reanalyzed the second sample on the unicel dxi 800 and recovered a result of 0.82 ug/l, above the ami limit. The original false result (0.76 ug/l) was released out of the laboratory. Due to the erroneous result, the patient's scheduled visit to the cardiac catheterization laboratory was expedited. The customer stated the emergency room (ER) patient was admitted with cardiac symptoms and was being transported to the catheterization laboratory prior to any results. The customer indicated the alternate methodology's result was not presented until approximately four hours after due to maintenance of the unicel dxi 800 system. There has been no report of current patient outcome. The customer supplied beckman coulter, inc. With the patient's sample for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Testing at beckman coulter customer product line support (cpls) laboratory confirmed the presence of an interfering substance for the patient samples supplied by the customer.